Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was no storage for the electrocardiograms (egm) for a non sustained ventricular tachycardia episode. The patient was reported to be stable.